Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, and due to some kind of stress such as damage or deterioration of parts it is likely the following led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope insertion tube coating was peeling. There was no patient involvement.